Event description:
The lead was broken. It was replaced. No specific symptoms were reported. No injury to the patient was reported; he recovered without sequela.

Manufacturer narrative:
The lead was returned to the manufacturer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.